Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The full osseotite tapered certain implant (xifnt410) was returned for investigation. Visual inspection of the as returned product identified minor wears due to usage. Measurements were taken and it was determined that the product met design specifications. The reported devices were located on tooth # 21. The incident occurred after 5 days following implantation of the devices. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported bone loss on tooth location 21. The complaint could not be verified since x-ray images or pictorial evidence were not provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to bone loss.